Event description:
Boston scientific crm rec'd info that during the procedure to implant this transvenous right ventricular (rv) or the right atrial (ra) lead, the heart was perforated. There were no allegations against the functionality of these leads. These leads were left in place and continued providing therapy. No adverse pt effects were otherwise reported.